Event description:
Harmonic made odd noise initially when connecting and doing test. Started to use on patient and wasn't working properly per md. It was slow and didn't seem to be cutting/coagulating properly.